Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an electric shock below the abdomen from a homechoice device. This occurred during filling of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.